Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. (B)(4). Hypotony and decreased vision are listed in the device labeling as known inherent risks of cataract and glaucoma stent surgery.

Event description:
The surgeon reports performing uneventful cataract surgery with implantation of the istent. One week postoperatively, the patient presented with hypotony (iop 4 mmhg) on simbrinza and complained of fluctuating vision. The surgeon conferred with the glaukos medical monitor and provided the following additional event details. The patient's preoperative iop was 13 mmhg on latanoprost. The patient is a high myope with an axial length of 28 mm. At the one day postop visit, the iop was 10 mmhg. Postop day 7, iop decreased to 4 mmhg. The anterior chamber appeared shallow, but stent placement looked good and no clefts were found on gonioscopy. Simbrinza was discontinued and the patient was prescribed atropine eye drops. The surgeon provided an update on (B)(6) 2016 stating that the patient returned today with improved vision, deep anterior chamber, and iop of 14 mmhg. Etiology remains unknown, but patient is improving. Additional information has been requested.